Manufacturer narrative:
Visual examination of the returned complaint device revealed the distal tip pebax coating detached, leaving approximately 0.5mm of the distal tip pebax coating attached to the corewire. The corewire was intact, and no other defects were found. Based on the condition of the complaint device, it is possible the guidewire came into contact with another device, causing detachment of the distal tip pebax coating. Therefore, the most probable root cause for this event is caused by another device. A review of the device history record (DHR) was performed and no anomalies were found.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-04774 addresses the first jagwire used in the procedure, while manufacturer report # 3005099803-2010-04777 addresses the second jagwire used in the procedure. It was reported to boston scientific corporation that two jagwires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the coating of the distal tip of the guidewire peeled. A second jagwire was used, and the coating of the distal tip also peeled. The procedure was completed with a third jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; distal tip detached.